Event description:
Additional information was received that a replacement ipg was implanted in a new ipg pocket site. During the procedure, physician removed fluid from the original ipg site for culturing. The culture was negative and the infection at lead site and ipg site has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-08194, 1627487-2019-08197, 1627487-2019-08198. It was reported that the patient was diagnosed with infection at the lead site and ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead site was cleaned and a wound vac was applied. Surgical intervention was undertaken again wherein the ipg was explanted and the ipg site was cleaned. The ipg was also unable to communicate with external devices after it was not put into surgery mode prior to the wound vac surgical procedure (see manufacturer report number 1627487-2019-08193).

Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.